Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) with blood glucose (bg) values that reached 420 mg/dl. The patient was suffering from nausea, headache, aching pain and shortness of breath. For treatment, the patient was given insulin. The patient also mentioned being on steroids. The pod was worn between 24 and 36 hours on the arm. The patient was discharged on the same day.